Event description:
(B)(4) - the dealer reported that the tdxsp-cg custom power wheelchair was displaying intermittent faulty motor error codes, and the right motor was leaking grease. There was no injury reported